Event description:
Medtronic received info that this aortic valve exhibited severe aortic regurgitation approx two years post implant. An echocardiogram identified a tear in the left valve cusp. The physician elected to explant the tissue valve, and implanted a mechanical valve without reported complication. The tissue valve was cut into four pieces during the explant procedure. No additional pt complications have been reported.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined due to the condition of the valve, as received. Analysis: the valve was received cut and torn with the flexible leaflets excised. Visual examination identified a tear in the belly of the smallest leaflet, and additional tears were present in all three leaflets. Due to the condition of the valve as received, we are unable to determine how the tears occurred. Remnants of white pannus remain attached to the valve. Radiography shows a trace of mineralization in the aortic wall. The aortic wall is very thin in some areas, but we are unable to determine how much of the thinning occurred during retrieval versus during implantation. Conclusion: unable to determine root cause due to the condition of the valve, as received. No additional pt complications were reported.